Manufacturer narrative:
This case was initially received via regulatory authority ansm - health authorities in (B)(4) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel, chrome and cobalt") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods"), uterine leiomyoma ("fibroids"), myalgia ("muscle pain"), fatigue ("fatigue"), ear disorder ("ent disturbances"), nasal disorder ("ent disturbances"), pharyngeal disorder ("ent disturbances"), headache ("headache"), tinnitus ("tinnitus"), general physical health deterioration ("deteriorated state") and polyp ("polyps"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, menorrhagia, uterine leiomyoma, myalgia, fatigue, ear disorder, nasal disorder, pharyngeal disorder, headache, tinnitus, general physical health deterioration and polyp outcome was unknown. The reporter provided no causality assessment for allergy to metals, ear disorder, fatigue, general physical health deterioration, headache, menorrhagia, myalgia, nasal disorder, pharyngeal disorder, polyp, tinnitus and uterine leiomyoma with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device evaluation received. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory(B)(6) (reference number: (B)(4)) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel, chrome and cobalt") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods"), uterine leiomyoma ("fibroids"), myalgia ("muscle pain"), fatigue ("fatigue"), ear disorder ("ent disturbances"), nasal disorder ("ent disturbances"), pharyngeal disorder ("ent disturbances"), headache ("headache"), tinnitus ("tinnitus"), general physical health deterioration ("deteriorated state") and polyp ("polyps"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, menorrhagia, uterine leiomyoma, myalgia, fatigue, ear disorder, nasal disorder, pharyngeal disorder, headache, tinnitus, general physical health deterioration and polyp outcome was unknown. The reporter provided no causality assessment for allergy to metals, ear disorder, fatigue, general physical health deterioration, headache, menorrhagia, myalgia, nasal disorder, pharyngeal disorder, polyp, tinnitus and uterine leiomyoma with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to metals ("allergy to nickel, chrome and cobalt") starting the day of insertion. Essure was removed via hysterectomy. The reporter provided no assessment of the causal relationship between the event and essure. Allergy to metals is serious due to its medical significance and it is anticipated in essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no typical nickel allergy symptoms were reported. However, given the nature of the reported event, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is being sought. Further information cannot be requested.